Event description:
The initial attorney report alleged infection, hernia, "add sur", folded, detached, mesh, abscess, cellulitis after the implant of a composix ex mesh. The following is based on the medical records provided by the patient's attorney: on (B)(6) 2007: repair of recurrent ventral hernia with implant of composix ex mesh. On (B)(6) 2008: patient was re-admitted post implant of composix ex mesh with cellulitis and abscess of wound. On (B)(6) 2009: repair of recurrent ventral hernia. The previously placed composix ex mesh was noted to have folded and pulled away from the abdomen. This mesh was "straightened out and reattached" covering the whole defect. On (B)(6) 2009: patient admitted for acute onset of abdominal pain associated with nausea and vomiting. Patient was found to have a small bowel obstruction. The outcome from this hospital visit is not known. The medical records have no further details.

Manufacturer narrative:
Initially, two events were reported by the patient's attorney (reported to the FDA via MDR # 1213643-2007-00363 and 1213643-2012-00217). However, review of additional medical records showed there to be an additional implant. Subsequently, davol, inc. Is submitting this MDR based on the additional information received. Based on the information currently available. It is not known whether the device caused or contributed to the alleged issues experienced by the patient. The patient presented less than three weeks post implant of the composix ex mesh with cellulitis and abscess of the wound. There was a previous drainage performed which cultured positive for staph coagulase negative. IV antibiotics were administered and continued at home after discharge. Patient continued to experience difficulties after the last manipulation of the mesh which is evident within the work up details; however, there were no further office visits, hospitalizations, or surgical notes provided. The information provided indicates that the patient was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states. "If an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection; however, may require removal of the prosthesis." The patient also experienced recurrence, which is a known possible adverse reaction listed in the IFU. A manufacturing review of device history records was performed and no evidence of manufacturing related cause was found for the alleged event. No sample has been returned; therefore, no evaluation could be performed. With the currently available information, no firm conclusions can be drawn. Should additional event and/or evaluation information become available, this file will be revisited and a follow-up MDR submitted, if applicable.